Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 2000.0 mcg/ml lioresal at 424.6 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient reported to the emergency department (ed) on (B)(6) 2016 with redness over his prior wound as well as decreased oral intake and a report of fevers. Radiology testing and labs were consistent with cellulitis over the right abdomen wound, red, swollen, and warm to touch. An x-ray on (B)(6) 2016 showed fluid collections with some surrounding enhancement seen about the pump. Labs performed on (B)(6) 2016 showed increased "crp, ntauto, monoab, igab, neutab and wbc, no growth to culture bld". Additional labs performed on (B)(6) 2016 showed increased "usqepi, cl, c02, creat, and glucose". The pump and catheter were removed and not replaced on (B)(6) 2016 and the event resolved without sequelae on that date. Initially, the clinical diagnosis was reported as a cellulitis type infection over prior wound, however this was corrected to cellulitis over prior wound, which was again corrected to cellulitis over baclofen pump site. The programming date from the most recent refill prior to the event was (B)(6) 2016 at 10:50. It was noted that the pump and catheter were disposed of according to biohazard instructions. The event resulted in in-patient hospitalization and an emergency room visit. It was noted that the event was possibly related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.